Event description:
The customer alleged they received questionable ion selective electrode sodium results on their c501 analyzer. The customer provided data for two patients, one of which had a discrepant result. The customer stated the potassium and chloride results were not affected. The patient's initial sodium result was 157 mmol/l. The doctor questioned the initial result and no treatment was performed. The repeat result was 136 mmol/l. The repeat result was considered correct. There were no adverse events. The sodium electrode lot number was z72 and the expiration date was 01/31/2015. The field service representative found a hole in the rinse mechanism vacuum that was causing solution to drip back into the cells. He replaced the defective tubing. The customer performed quality control within the expected range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.